Manufacturer narrative:
It was reported, that the patient was implanted a zimmer mmc cup 52mm/44mm code j on (B)(6) 2010 on the right side. The patient underwent a revision surgery on an unknown date due to high ion levels. A technical investigation was not possible to perform, as the devices were not at hand. However, based on the available information the investigation is conducted with outcome as follows. No trend was identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Root cause determination according to dfmea: increased wear due to clearance too small ¿ rim loading => possible: neither x-rays, operative notes were received, therefore it cannot be excluded. Increased wear due to clearance too large => possible: neither x-rays, operative notes were received, therefore it cannot be excluded. Third body wear due to ti-vps particles between the femoral and acetabular component => possible: product was not received, therefore it cannot be excluded. Third body wear due to bone cement between the femoral and acetabular component => possible: product was not received, therefore it cannot be excluded. No self polishing ¿ (run-in phase) leads to increased wear due to inadequate articulation material => not possible: the material compatibility specification certifies the suitability of the material and the documents of material for lot 2528446 indicates that there was no material fault. - increased wear due to perpetual boundary lubrication of articulation due to improper design parameters (e.g. Diameter, roughness, etc.) => not possible: a systemic issue with design and/or material properties would have been detected within the systematic assessment. - increased number of wear particles due to chemical corrosion => possible: product was not received, therefore it cannot be excluded. - reduced rom, increased wear due to component malpositioning => possible: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received, therefore it cannot be excluded. - reduced rom, increased wear due to component malpositioning => possible: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received, therefore it cannot be excluded. - increased wear due to component damaged during operation - scratches on articulation surface => possible: product not received, therefore it cannot be excluded - increased wear due to wrong pairing due to missing "metasul" sticker => not possible: combination approved by zimmer. - increased wear due to component gets paired with the wrong articulation counterpart and / or component due to zimmer compatibility website does not include the durom components => not possible: combination approved by zimmer. - increased frictional torque, increased wear due to in case of revision of sra cup is kept in place and femur is revised to an ldh => not possible: primary implantation - increased loading on the cup, increase wear and friction due to increased or decreased offset when a ldh is used instead of a surface replacement component => possible: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received, therefore it cannot be excluded. - third body wear due to ha particles between the femoral and acetabular component => possible: product not received, therefore it cannot be excluded. - increased wear due to component damaged during operation - scratches on articulation surface => possible: product not received, therefore it cannot be excluded. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, an exact root cause could not be determined. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted a zimmer mmc cup 52mm/44mm code j on (B)(6) 2010 on the right side. The patient underwent a revision surgery on an unknown date due to high ion levels. (Patient with bilateral total hip arthroplasty. Left side is treated in (B)(4).)